Event description:
Report received from the USA stating that the device had low power. Device was not used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation ihas been completed or additional info becomes available, a supplemental report will be sent. (B)(4).